Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller was told by patient that the battery died 4 months after implant. The healthcare professional (hcp) wanted to replace the implant but patient declined. There were no patient complications reported as a result of this event.